Event description:
Caller reports lancet protrudes beyond the end cap of the softclix ii device. Caller stated the device casing is also cracked. No accidental needlestick occurred. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.